Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual devices were not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected, and it was noted that there was black particulate matter inside the tubing. The reported condition was verified. The cause of the reported condition was manufacturing related issue caused by pin buildup of burnt plastic material broken off during the tubing extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black substance inside the cassette tubing of an amia automated pd cycler set. This occurred during prime of training for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.